Manufacturer narrative:
(B)(4) follow up for device evaluation: it was reported the needle is acting blocked and won¿t inject. To aid in the investigation, eight hundred forty-four samples in sealed packaging blisters was received for evaluation by our quality team. Eighty samples were randomly selected for investigation, a visual inspection was performed, and no defects or imperfections were observed. Each sample was then assembled to a syringe with saline solution. All the samples expelled the solution with a normal flow. A device history record review was completed for provided material number 305125, lot 4060114. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
Additional information received. No adverse event.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material: 305125 batch#: 4060114 verbatim: the needle is acting blocked and won¿t inject.